Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on an unknown date, there were metal chips on the inserter for elastic nails. No further information is available at this time. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The performed investigation of the instrument shows significant metallic splinters at the area of the cannulation. We assume that violently hammering was leading to strain hardening. This prefers the formation of chipping. Subsequently cut marks were recognized at the pivoted lever. We conclude there was a direct impact of percussion. In this context we would like to refer to our op technique. Direct impact on the t-piece is to be prevented.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.